Manufacturer narrative:
The nature of malfunction on this catheter is unclear and no further information is available at this point.

Event description:
It was reported that the catheter broke during the procedure. No patient injury was reported.